Event description:
Boston scientific received information that while exercising this patient experiences a drop in heart rate from 175 to 50bpm. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.